Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. No patient involvement.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as the device was found to be giving incorrect child patient prompts with an adult pad-pak installed. The investigation determined a failure of the reed switch which controls whether the device recognises an adult or child patient pad-pak insertion. If an child patient is detected but an adult is connected, the higher the impedance the lower the shock energy. There is potential to cause an adverse event but it is dependent on both the impedance of the patient and the switch failing.

Event description:
The distributor contacted heartsine to report that their device was prompting child patient when an adult pad-pak was inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. There was no patient involvement reported with this event.